Manufacturer narrative:
A ge service rep performed an onsite investigation. The image chain power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of the live image. No pt or user injury reported.